Event description:
Customer alleges that, the endotracheal tube cuff had a continuous slow leak. Staff reports multiple leaks with this brand of tube. They do not know if the leak happens at the pilot balloon or the cuff.